Event description:
A male underwent initial aaa repair in 2005. The physician placed one main body, two iliac leg grafts, and one leg extension graft. On f/u CT, 2 cm above the internal iliac in the common iliac, the aneurysm continued to grow and there was a little bit of blushing. The physician then went in 2009 and placed an additional iliac leg graft as a precautionary measure. Pt is fine.

Manufacturer narrative:
Event evaluation: still under investigation.